Manufacturer narrative:
Review of the product history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no similar events for the lot referenced. The information in this report was provided by stryker orthopaedics legal affairs department. No additional information is available at this time due to the ongoing litigation. Should additional information become available, the evaluation summary will be submitted in a supplemental report. The following devices were also listed in this report: trident psl with purefix ha 60mm; 542-11-60g; 47585401, exeter v40 stem 44mm no 4; 0580-1-444; g3983796, alumina v40-femoral head 36mm, +5mm nk; 6565-0-236; 17274201, 6.5 cancellous bone screw 40mm; 2030-6540-1; mnd38x, 6.5 cancellous bone screw 35mm; 2030-6535-1; mnh6a9, 6.5 cancellous bone screw 16mm; 2030-6516-1; mmt2wk acetabular dome hole plug; 2060-0000-1; mmj405. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Not returned.

Event description:
The solicitor's letter indicated that the patient was implanted with a stryker right thr following revision surgery on (B)(6) 2014. On (B)(6), the patient was reviewed and MRI scan showed chronic infection around the right hip replacement suggesting deep infection. The patient underwent first stage revision surgery on (B)(6) 2015. The patient remained without a hip joint while he was treated with antibiotics for 6 weeks. The patient underwent second stage (thr) surgery in 2016.

Manufacturer narrative:
An event regarding infection involving a trident liner was reported. The event was not confirmed. Method & results: device evaluation and results: the device was not returned for analysis. Medical records received and evaluation: no medical records were received for review with a clinical consultant. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the reported lot and the reported sterile lot. Conclusions: the event and exact cause of the event could not be determined based on the information received. Further information such as device return, pathology reports, operative reports and x-rays are needed to complete the investigation for determining root cause. If additional information and/or the device become available, this investigation will be reopened.

Event description:
The solicitor's letter indicated that the patient was implanted with a stryker right thr following revision surgery on (B)(6) 2014. On (B)(6), the patient was reviewed and MRI scan showed chronic infection around the right hip replacement suggesting deep infection. The patient underwent first stage revision surgery on (B)(6) 2015. The patient remained without a hip joint while he was treated with antibiotics for 6 weeks. The patient underwent second stage (thr) surgery in 2016.